Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms on multiple occasions. Reportedly, the pump was clipped onto the customer's pants when the alarms occurred. Customer's blood glucose level was not impacted.